Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 115" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to the system board. The customer declined repair of the device. The device was returned to the customer labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.